Event description:
It was reported that 50 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had no labels on the box. The following information was provided by the initial reporter: no label on the box..

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that one bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had no labels on the box. The following information was provided by the initial reporter: no label on the box.

Manufacturer narrative:
The following fields were corrected: b5. Describe event or problem: it was reported that one bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had no labels on the box. The following information was provided by the initial reporter: no label on the box.

Event description:
It was reported that one bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) had no labels on the box. The following information was provided by the initial reporter: no label on the box.

Manufacturer narrative:
H.6. Investigation summary: customer reported one case without carton label ID. Photo without the carton label was provided. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for presence of carton label. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo provided by the customer. A technical assessment was performed by the engineering department to determine if the labeler accraply carton case had mechanical issues and/or breakdowns during the packaging process of aforementioned batch. The engineering investigation revealed that preventive maintenance to the accraply carton case machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no carton label application issues reported. The carton label supplier was notified of issues related with the adhesive of the material. A change control was completed in may¿23 to use a new carton label to mitigate events related to this issue. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.